Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with radiographs received. Review of the radiographs identified the following: -right total hip arthroplasty with periprosthetic fracture involving the proximal femur extending from the greater trochanter to the proximal femoral diaphysis medial cortex. -no other findings/complications related to the event were identified. Photographs of the product were provided and identified that the devices were covered in bio-debris and there was no major damage. No further evaluation could be performed with the image provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp (B)(4). Catalog#: 00801802802 femoral head sterile product do not resterilize 12/14 taper lot#: 60221934 foreign: (B)(6) the device will not be returned for analysis, due to device being discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.